Event description:
The customer wrote treatment plan with plato bps v13.1, transported it to tcs, then realized that wrong treatment channel was selected. Returned to bps, changed channel and imported plan to tcs. All dwell times had been changed to 56.0 seconds. Five dwell positions were treated before error was realized. Physicist determined that correct planned times for all 5 treated positions exceeded 56.0 seconds. Treatment times of the 5 treated positions were corrected for the treated time and the remainder of the times were delivered. All remaining treatment positions were then treated as planned without further complication.